Event description:
The customer stated that she was connected during the manual prime and inadvertently delivered 80 units of insulin into her body. The customer's blood glucose reading was 67 mg/dl. The customer's spouse stated that he was taking the customer to the hospital to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed due to a loose motor support disk. Further testing could not be performed due to the alarms.